Manufacturer narrative:
A complaint history search found no complaints of the same nature for the part/lot number combination involved. The package insert states ¿intra-operative fracture or instrument breakage may occur.¿ a likely root cause for the fracture of the pin in the threaded region cannot be determined with certainty. This product is used for treatment. The returned product was broken at the base of the threads. The fractured off piece was not returned for investigation. Visual inspection confirms scratches on the shaft of the pin. Some dents are also visible near the threads of the pin.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the end of the pin broke off into the patient while the surgeon was attempting to advance the pin through the drill guide.